Event description:
It was reported that the customer was hospitalized due to blood glucose level of 340mg/dl. Reportedly, intermittent malfunction alarms occurred. The customer continued to use the pump for insulin therapy and had manual injection supplies available as alternate therapy. Multiple follow-up attempts were made to obtain additional information; however, the customer did not respond to follow-up attempts.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.